Manufacturer narrative:
Corrected data: d.1: updated 'oasys 4.0 x 38mm polyaxial screw' to 'oasys 4.0 x 34mm polyaxial screw'. D.4: updated catalog # '48552438' to catalog # '48552434'. D.4: updated lot/serial no. '053129' to '170187'. D.4: updated gtin '(B)(4)' to '(B)(4)'. E.1: updated 'dr. (B)(6)' to 'dr. (B)(6)'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, review of provided x-rays confirm that the tulip of the oasys polyaxial screw implanted in the third level from the caudal end of construct had disengaged from its shank. It can be seen that the oasys construct spanned seven levels. The patient was also implanted with a three level plate and interbodies, both of which were located anterior to the oasys construct. A review of the device history was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were no similar complaints identified. Per surgical technique: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. It is possible that this failure could have been a result of fatigue loading due to delayed fusion, causing stresses on the screw which could lead to tulip disengagement.

Event description:
A physician reported that an oasys polyaxial screw head disengaged post-operatively. Revision surgery has not been reported.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an oasys polyaxial screw head disengaged post-operatively. Revision surgery has not been reported.